Event description:
Customer reportedly obtained results of 352mg/dl and 135mg/dl on the active system within 10 minutes. Within an add'l ten minutes, the pt again tested and received results of 493mg/dl and 421mg/dl on the active system. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.